Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a xia 3 blocker migrated from a screw and an unknown rod fractured approximately 1 year post-operatively. Revision surgery has been performed. This report captures the unknown rod.